Event description:
Husband purchased the tpf201rb from (B)(6). Heated for 1 minute in a 1,000 watt microwave. Put directly on wife's ankle for 10 - 15 minutes. Wife has 3rd degree burns. No circulatory issues. Brain disease and she cannot talk anymore.